Event description:
It was reported that the right atrial lead was explanted and replaced due to clavicular crush damage observed during diagnostic imaging.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after receiving inappropriate high voltage therapy due to noise on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the presence of externalized conductors. The rv lead was explanted and replaced. During the same procedure, the right atrial lead was also explanted. The patient's condition was stable following the procedure. Additional information regarding the right atrial lead was requested but is not available. (B)(4).